Manufacturer narrative:
This report is being submitted to update additional information in sections a1, a2, a3, b4, b5, d6, g3, g6, g8, h2, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is not confirmed if any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # 42522100712, lot# 65063038, persona articular surface medial congruent (mc) right 12 mm the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right-side revision of a total knee arthroplasty with the replacement of the tibia and articular surface components due to unknown reasons. Attempts have been made for additional information; however, no further information has been received.